Event description:
It was reported that there was low impedance and no capture observed with the patient's left ventricular (lv) lead. The clinician also stated that placement of the lv lead was difficult at implant. No additional information could be obtained after multiple follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.